Event description:
Patient reported right side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken on posterior assessed as a surgical impact opening. (Shell thickness within spec). Additional observations: wear abrasion, crease fold, brown particles and stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Patch lot number: 2454750. Additional, changed, and/or corrected data.

Event description:
Patient reported rupture. Device was explanted. This relates to the right side.

Manufacturer narrative:
F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.